Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 187 mg/dl. The customer was advised to remove battery after insertion of battery alarm did not displayed on the insulin pump screen. It also reported that the display did not returned after insulin pump restart. It was also reported contacts on the battery cap are neither missing nor damaged and battery compartment was neither damaged nor corroded. The customer will return insulin pump for analysis.